Event description:
Product was applied to a laceration under the eyebrow and extending toward the nose of a pt. Threes sutures were used on the laceration and on the area closest to the nose, the attending opted to apply the device rather than sutures, as this was close to the eyelid. A patch was placed over the eye prior to application. After applying the device, the attending removed the patch and a drop of the device fell on the laceration and eyelid. The lid then became bonded shut. Acetone was applied to try and remove the device. Five days post application the sutures were removed and the device was still adhering. An ophthalmologist saw the pt and there were no problems. At the time of this filing the pt status is fine. Product was not returned.